Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the bi-lumen connector disconnected from the bi-lumen intubation catheter. Intervention - another catheter had to be used. Clinical consequence, as reported by the user facility, intraoperative desaturation and medical care was delayed.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the bi-lumen connector disconnected from the bi-lumen intubation catheter. Intervention-another catheter had to be used. Clinical consequence, as reported by the user facility, intraoperative desaturation and medical care was delayed.